Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. This could have resulted in an error code or solid tone. The device will stop activating, and either emit a solid tone or display an instrument error code 5, or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised, such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device's rotation knob wasn't working. Changed to a new blade. On the surgery, the generator showed a handpiece error. Finished the procedure with a new device. There were no adverse consequences to the pt.